Manufacturer narrative:
Unit received with cracked end cap. Unit received with missing motor support disk.

Event description:
The customer reported via phone call that the insulin pump was damaged at the bottom of the device.